Manufacturer narrative:
The customer was unwilling to provide any further details on the change to patient treatment. There was no report of harm to the patients that were given fluids. Beckman coulter field service engineer (fse) evaluated the dxc 800 system, and identified the failure mode as hardware. The fse cleaning the reagent tubing and replacing the crem precision pump syringe, sample probe, sample probe wash collar, crem stir bar, and modular chemistry (mc) sample syringe which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high creatinine (crem) patient results for 86 (eighty-six) patients on their dxc 800 instrument. The erroneous results were reported out of the laboratory. The customer stated there was a change in patient treatment for some of the patients; however, there was no harm to the patients. The customer stated that some of the patients were given fluids due to the high crem results. The patient samples were repeated on a dxc 800 instrument with results considered correct. Quality control (qc) results were within laboratory¿s established range prior to and after the event. The customer was unwilling to provide any further details in regards to the change in patient treatment.